Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. The cause for the failure and the reported alarms was isolated to an open blue (+5v) wire between ECG c and ECG d. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "adjust belt" messages.